Event description:
It was reported that during a da vinci-assisted radial with lymphadenectomy prostatectomy surgical procedure, the fenestrated bipolar forceps was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtained additional information relating the complaint. A back-up instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have passed the recognition engagement, electrical continuity and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the energy delivery and electrical continuity test. The complaint was confirmed by failure analysis.